Manufacturer narrative:
Age reported as "late (B)(6)'s" (B)(4). Stent, deployment suture broken/stent, partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a pulmonary stent procedure for a stricture in the trachea performed on (B)(6), 2010. According to the complainant, the stent was being placed in the trachea for a stricture of unknown size, but reported as "nothing unusual". There was no dilation of the area prior to the procedure. After the stent was deployed by approximately one-third, the deployment suture broke. The stent and delivery system were removed from the patient, and the procedure was completed with another ultraflex stent. The complainant stated that the physician has used this stent many times before. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and that he recovered uneventfully.

Manufacturer narrative:
Examination noted that the distal stent loops were partially deployed. The deployment suture thread was broken at the distal stent loops. It was possible to retract the remainder of the thread (by using forceps) and deploy the stent without any issue noted. Examination of the deployed stent found no anomalies. The most probable root cause classification of this investigation is design. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a pulmonary stent procedure for a stricture in the trachea performed on (B)(6), 2010. According to the complainant, the stent was being placed in the trachea for a stricture of unknown size, but reported as "nothing unusual". There was no dilation of the area prior to the procedure. After the stent was deployed by approximately one-third, the deployment suture broke. The stent and delivery system were removed from the patient, and the procedure was completed with another ultraflex stent. The complainant stated that the physician has used this stent many times before. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and that he recovered uneventfully.